Event description:
The customer reported this lead was explanted because it was dislodged; location of lead is unk. A new lead was successfully implanted. The device was actively implanted for approx 15 days.

Manufacturer narrative:
The clinical allegation cannot be confirmed, because the location of the lead is unk. The manufacturer attempted to obtain the lead by sending letters to the physician (on 5/21/08 and 5/28/08), but was not successful. Lead dislodgement is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The event will be re-evaluated if add'l info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.